Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of respiratory tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in right and left infraorbital with 1.6 ml of juvéderm® volbella¿ xc. A month later, the patient was injected in right and left infraorbital with 1.1 ml of juvéderm® volbella¿ xc. Half a month later, the patient was non-device related "covid-19 positive" that resolved 10 days later. The patient then experienced non-device related ¿asymptomatic bacteriuria¿ 3 months later. Eight months later, the patient visited the emergency department due to "fever for one day, maximum temperature of 39c, runny nose, sore throat, right ear pain, right toothache" and was diagnosed with non-device related "respiratory tract infection." That day, the patient was treated with levofloxacin sodium chloride injection, phlegm clearing heat injection, levofloxacin tablets, oseltamivir phosphate, and shufeng jiedu capsule. The event resolved 3 days later. The asymptomatic bacteriuria is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00744 (allergan complaint (B)(4). This MDR is being submitted for the first injection of suspect product, juvéderm® volbella¿ xc.